Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that patient¿s sensor failed. On the morning of (B)(6) 2025, the patient passed out due to a low blood glucose value. She regained consciousness with emergency medical services (ems) present but could not recall her blood glucose readings, any medications administered, or the duration of ems care. The patient was not transported to the hospital. The patient stated that she can no longer recall any details of the event and was fine the same day during the call. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.